Manufacturer narrative:
Manufacturer¿s investigation conclusion. The report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. Transient elevations in pump power and estimated flow were captured on (B)(6) 2020. These elevations ranged from 8.0-8.8 watts and 8.1-9.3 lpm, respectively, and appeared to be associated with pi events. Despite the observed fluctuations in pump parameters, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2020, when the patient ultimately underwent an hmii to hm3 pump exchange (reported in manufacturer report number 2916596-2020-02617). The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for concerns of pump thrombosis. Upon log file review, it was noted that there were some unsustained power/flow elevations on (B)(6) 2020 and multiple pi events occurring throughout the entire log file.